Event description:
It was reported the patient has a history of chronic arm pain underwent a c2-c3 hemilaminectomy with placement of a spinal cord stimulation electrode in 2007 which was done without complications and was discharged from the hospital on two days later. She came in to the ER on six days later, complaining of severe frontolateral and constant headache with increasing neck stiffness, and nausea for the last 3 days. She denied vomiting, weakness, photophobia, numbness or tingling. At the ER, she was tachycardic and afebrile. A lumbar puncture revealed 546 wbc, protein of 255 and glucose of 28 and the patient was started on vancomycin and ceftriaxone and admitted for further management. Hospital course: possible acute meningitis secondary to previous neurosurgical procedure. Since the patient's possible meningitis was post surgical, the patient was placed on vancomycin. A second lumbar puncture revealed increased wbc, rbc and protein. A CT of the neck revealed fluid accumulation (unchanged from previous) but with a new rim enhancement of fluid around her laminectomy defect. A 3rd lumbar puncture revealed decreased rbc, wbc and protein. The patient's headache decreased in intensity. A fourth lp was to be done on the following monday. Successful aspiration at the level of c3-c4 was performed; fluid resembled csf. Analysis revealed stable wbc, elevated glucose and decreased protein compared to previous lp. Csf cultures were negative. The patient was cleared for discharge. The patient will complete a total of 21 days of antibiotics. The patient had received 9 days of vancomycin, but it was changed to zyvox due to allergic reaction (rash). The patient continued on her usual dose of paxil for depression. The patient presented on the following month with severe headache. A CT scan revealed diffuse fat bubbles throughout the subarachnoid space. A CT of the cervical spine revealed fluid collection around her laminectomy defect, which was felt to be possibly related to pseudomeningocele. It was felt that the problem could be secondary to communication secondary to her durotomy defect in the neck. The patient was taken to the or for reopening of the cervical incision for closure of the csf leak; no complications were reported. The patient reported her headaches were much improved post surgically. The patient was discharged in stable condition on six days later.